Event description:
It was reported to boston scientific corporation that during preparation for a ureterolithotomy procedure, when the percuflex plus ureteral stent was unpacked it was discovered that the stent was split in two. Reportedly, the stent was able to be easily removed from the stent tray and the suture was not removed from the stent. No damage was reported to the stent packaging. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly stable.

Event description:
It was reported to boston scientific corporation that during preparation for a ureterolithotomy procedure, when the percuflex plus ureteral stent was unpacked it was discovered that the stent was split in two. Reportedly, the stent was able to be easily removed from the stent tray and the suture was not removed from the stent. No damage was reported to the stent packaging. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "stable."

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Analysis of the returned percuflex plus ureteral stent revealed that the device was split into two parts and the suture was cut, but remained attached to the stent. The bladder pigtail of the stent detached completely, showing cut marks on the tip. Therefore handling damage contributed to this event.